Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-05274. It was reported the patient has experienced inadequate coverage and ineffective pain relief. It was also reported the patient has not maintained the ipg as recommended. The patient will discuss the next course of action with his physician.